Manufacturer narrative:
(B)(4)

Event description:
It was reported during implantation, inappropriate auto mode switching episodes were observed due to noise on the atrial channel. Noise was still present each time the lead was reinserted into the device header. The device was not used and a new device was implanted instead. The patient tolerated the procedure and will be followed-up.

Manufacturer narrative:
The reported atrial sensing anomaly was confirmed in the laboratory. The device was tested on the bench and foreign material was found near sensing capacitors on the hybrid. It is believed the foreign material caused the field event.